Event description:
The patient underwent a bile duct tumor excision. During the procedure, the attending oncology surgeon noted a spark and flame from the bovie tip while inside the patient's abdomen. The pencil/tip was immediately put into water, and the procedure continued with all new equipment. The original bovie pencil appeared to have an ash-like appearance, and the coating was no longer present.